Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damaged. This issue was further described as, ¿the white piece that twists at the end of the set -something inside of it broke and a light blue piece was sticking out of it. When they turned the white piece, it totally fell off¿. This issue was identified during an unspecified process step of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.